Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (grade iii).

Event description:
Healthcare professional reported right side some small lymph nodes that preserve their normal morphology and their fatty hilum, capsular contracture baker grade iii, rupture, pain, discrete amount of fluid, redness, malformation. The device remains implanted.